Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the customer was using a non-olympus lamp. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was found to have the error after using it at a cold start. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to thermal problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light urce presented an e109 error code during set up. There were no reports of patient involvement.